Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarm could not be confirmed through this evaluation. The alarm occurred while connected to the mobile power unit. Analysis of the submitted log file did not capture any alarm event on the estimated date of 05jan2024, which was overwritten by newer events. The earliest date captured is (B)(6) 2024 at 21:58:57. Additional information communicated that the mobile power unit (serial # (B)(6) ) has the v-lock feature and was not exchanged. The unit remains in use. It was reported by the patient the ac power cord did not come loose from wall and no environmental circumstances affected the ac power at the time of the event. There was no reported device related functional issue. A root cause of the no external power alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes no external power alarm. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Heartmate 3 instructions for use rev c, under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had low voltage alarms and once with no external power. It was noted that the patient was plugged into the mobile power unit (mpu) at that time. Their mpu was stated to have a v-lock connector on the ac power cord. It was additionally noted that the ac power cord did not come loose at the wall outlet or from the back of the mpu, and that there were no environmental circumstances that would have affected ac power at the time of the event. The mpu was not exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.